Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnosis: recurrent disk protrusion l4-5 and l5-s1. Spondylolisthesis l4 on l5. Post-op diagnosis: recurrent disk protrusion l4-5 and l5-s1. Spondylolisthesis l4 on l5. Scoliosis, instability and scarring at l4-l5 and l5-s1. Procedure: laminectomy decompression at l4-l5 and l5-s1 level. Posterior spinal fusion and instrumentation with interbody allograft at l4-l5 and l5-s1 level utilizing instrumentation as well as synthetic interbody peek bone wrap. Rhbmp-2 for posterior fusion part of procedure at l4-l5 and l5-s1 level. As per op-notes: incision centered over l4 to s1 was carried down through epidermis, dermis and subcutaneous layers. Dissection was carried down over the bilateral facet joints at l4-5 levels. A microcuret was placed at l4-l5 and confirmed by lateral fluoroscopy to be at appropriate level. Under loupe visualization central decompression was carried out. On the left side, thecal sac was mobilized to mid line and a broad based disk protrusion was identified. Incision was made over disk protrusion and subsequently removed traumatically with the help of micropituitary rongeurs. A neural probe was passed down the foramen as well as subcuticular recess ventral to thecal sac bilaterally at l4-5 level and found to be free of disk stenosis. At l5-s1 self retaining retractors were placed, a microcuret was placed at l5-s1. Hemilaminectomy carried out under loupe visua lization. No patient complications were reported. Pre-operative x-rays confirmed appropriate level, rudimentary disk at s1-2 level. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.